Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's husband mentioned customer has had extremely low blood sugar. Husband is attributing the low blood sugar to the fact that the pump basal rates are not set correctly. He stated he adjusted the basal rates on his own prior to the report. Husband advised sometimes she is able to self-treat to bring her blood sugar up to normal and sometimes he has to treat her because she is unable. Device not returned.